Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6.

Event description:
Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles material was found on the shell and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" for left side device. The device remains implanted.